Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is an implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "near symmastia" due to the size of the implant. Device was explanted. This record is for the right side.

Event description:
Healthcare professional reported "near symmastia" due to the size of the implant. Device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; crease fold, deformation, the weight the device within specification and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.